Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during evaluation, the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, the contrast button was unresponsive during testing, which has no effect on insulin delivery. All other buttons responded appropriately. The keypad cover had been returned undamaged; however, the cover was removed and evidence of contamination was found under the ok and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became increasingly dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.